Event description:
It was reported that post implant the right atrial (ra) lead dislodged into the right ventricle after the pocket was closed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.